Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, de novo, 90% stenosed lesion in the mid left anterior descending (mlad) artery. Pre-dilatation was performed with a 1.5 x 12 mm balloon catheter and the xience xpedition 3.5 x 38 mm stent was deployed. An edge dissection was then observed and another xience xpedition was deployed to cover it. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.